Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified delamination of valve and flat creases. A leak test was performed and found delamination of valve. A microscopic analysis identified total delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is delamination of diaphragm flange disk assessed as adhesive failure. The reason for reoperation was capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade iii. Device was explanted.